Event description:
It was reported an access port was placed in 1999 for chemotherapy administration. Difficulty was encountered accessing this port in 2001. Fluoroscopic examination revealed the catheter had fractured and migrated to the right ventricle. The patient was transferred to another facility for successful percutaneous retrieval of the catheter. The port was then removed later in 2001 as treatment was completed at that time. The patient's condition is good. This device is currently being evaluated by this manufacturer. Upon completion of the engineering evaluation a supplemental medwatch report will be filed under the appropriate sequence number. Since this device was in place for over 16 months and no difficulty accessing the device was encountered prior to this incident, co believes initial placement, user technique during access and/or patient anatomy may have contributed to this event. However the company is unable to determine the exact cause for this event. Co's directions for use outline appropriate placement, access and maintenance procedures.